Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was whole tube push off non-patient end of needle.this event was reported to have affected 4000 devices.the following information was provided by the initial reporter. The customer stated: "when nurses used the new batch of bd yellow tube for blood collection, it was difficult to insert the blood collection needle into the end of the blood collection tube. The needle could not be inserted into the blood collection tube. It was not enough to insert the negative pressure again."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was whole tube push off non-patient end of needle. This event was reported to have affected 4000 devices. The following information was provided by the initial reporter. The customer stated: "when nurses used the new batch of bd yellow tube for blood collection, it was difficult to insert the blood collection needle into the end of the blood collection tube. The needle could not be inserted into the blood collection tube. It was not enough to insert the negative pressure again."

Manufacturer narrative:
The following fields have been updated with additional information: d.4 device available forevalution: yes. D.4 returned to manufacturer on: 08-sep-2022 h.6. Investigation summary: bd received five (5) samples and one (1) photo for investigation. The photo was reviewed and the indicated failure mode for tube push off with the incident lot was not observed. Additionally, the customer samples along with ten (10) retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was whole tube push off non-patient end of needle. This event was reported to have affected 4000 devices. The following information was provided by the initial reporter. The customer stated: "when nurses used the new batch of bd yellow tube for blood collection, it was difficult to insert the blood collection needle into the end of the blood collection tube. The needle could not be inserted into the blood collection tube. It was not enough to insert the negative pressure again."

Manufacturer narrative:
H6: investigation summary bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for tube push off with the incident lot was not observed. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of tube push off. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was whole tube push off non-patient end of needle. This event was reported to have affected 4000 devices. The following information was provided by the initial reporter. The customer stated: "when nurses used the new batch of bd yellow tube for blood collection, it was difficult to insert the blood collection needle into the end of the blood collection tube. The needle could not be inserted into the blood collection tube. It was not enough to insert the negative pressure again."